Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540ce chronic catheter allegedly experience fracture. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the hickman s/l catheters products that are cleared in the us. The 510 k number and pro code for the hickman s/l catheters products are identified in d2 and g5. H10: for the reported event, the device was not returned. The photo review is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use. H10: g4. H11: g1. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540ce chronic catheter allegedly experienced a fracture. This report was received from a single source. This event did involve patient with no patient consequences. The patient is a 56 year old male that weighs 58 kgs.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the hickman s/l catheters products that are cleared in the us. The 510 k number and pro code for the hickman s/l catheters products are identified in d2 and g5. H10: the lot number was provided, therefore a lot history review was performed. The sample was not returned for evaluation, however, a photo was provided for review. The investigation is confirmed for fracture in the catheter. The definitive root cause is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the u.s. But, it is similar to the hickman s/l catheters products that are cleared in the us. For the reported event, the device was not returned. The photo review is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540ce chronic catheter allegedly experience fracture. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.